Event description:
Pt presented to (B)(6) center for treatment. Pt's poc was accessed. During treatment, pt stated "something feels well." Nurse observed that distal port on tubing was loose and was leaking. Poc had to be de-accessed and then reassessed to continue treatment. No harm to pt. Defective tubing was saved.